Event description:
The user facility reported that a "hole" was noted to have developed through the wall of the angiographic catheter at "some point" during a uterine artery embolization case. In addition, the user facility reported that "it is possible that some embospheres went out the hole in the glidecath and went distally." The report indicates that pedal pulses were monitored after the procedure and that there was "no pt impact." Add'l event specific info has not been made available.

Manufacturer narrative:
Results: based upon eval of the returned sample and user facility info; based upon reserve sample eval. Conclusions - based upon eval of the returned sample and user facility info; based upon reserve sample eval. Visual inspection of the returned sample confirmed that the catheter wall had been burst from the inside to outward. The appearance is consistent with the catheter lumen having been subjected to an excessive pressure. Testing of reserve samples found no evidence of any defect or malfunction. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. Although the casue for the reported event cannot be definitively determined based upon the available info, the event description and appearance of the returned sample are consistent with damage due to injection against an occlusion resulting in excessive pressure. The potential for such an event is addressed in the warnings/cautions sections of the device labeling by stating, "exceeding of injection pressure may cause catheter rupture. If the catheter had been kinked or bent sharply, replace it with a new one." All available info has been forwarded to the manufacturing facility for appropriate tracking, trending and f/u.